Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending device evaluation. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a barbed suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the tissue. Another device was used to complete the surgery. There were no patient consequences reported. No additional information requested at this time.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece was received for analysis. Upon visual inspection of the returned sample, no breakage suture was observed. But damage and deformations were noticeable in the barbs, and the extreme was observed to be cut probably caused by a surgical instrument. Also crimping marks were noted along the strand was noted as well. During the visual inspection of the needle, the body was noted with several significant tooling marks and was bent in the middle of the body, these conditions were caused by excessive force used. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.